Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during first use there were difficulties while entering the abdomen and the device could not cut. There was no problem related cannula. Knife/cutter did not cut.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) (concurrently with engineering) led an evaluation of five versaport plus v2 11mm trocars with fixation cannula opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the photos and an evaluation of the returned device. The reported condition for this incident states difficult to penetrate, no cut and knife blade dull. Visual inspection noted the five obturators were received heat damaged. The tops of the obturators were not seated properly. Functionally, the condition of the instrument precludes functional testing. Visual inspection of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the heat damage and the reported condition was not confirmed. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Replication of the observed heat damage may occur if the instrument is subjected to excessive heat during a sterilization process. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.